Event description:
It was reported that the programmer's touchscreen was not responding to finger touch and the stylus pen was not functional. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's touchscreen was unable to be used; however, the analysis was able to confirm that the stylus pen was not functional. The tip of the stylus was broken. It was noted that the finger touch option is tested and is working correctly. The front latch keyboard base frame was broken. An electromagnetic interference repair was performed as a preventative measure. No further anomalies/problems were observed/found. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.